Event description:
Related manufacturer reference number: 2017865-2022-12090. It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial and right ventricular (rv) lead exhibited noise. The atrial and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.